Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an ablation procedure. During the procedure, intermittent capture on the right ventricular lead was noted. Programming changes were made. Upon interrogation post-procedure, it was noted that the capture thresholds had elevated. The patient was in stable condition post-procedure and will continue to be monitored.